Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the development of erythema in a patient after a mammary reconstruction and prophylactic mastectomy. Additional information has been requested. The reporting facility was not provided.

Manufacturer narrative:
Reporting facility was updated. Initially was reported (B)(4), it has been updated to (B)(4). Integra has completed their internal investigation on april 10, 2017. The investigation included: results: device has not be returned for evaluation, therefore failure analysis cannot be performed. DHR review; all product specifications were met. There are no non-conformances or capas associated with this product lot. Complaints history; this is the only complaint related to "erythema" within the past year. Occurrence rate: one complaint of (B)(4) units sold within the past year; 0.007%. Conclusion: device has not been returned for evaluation, therefore root cause analysis cannot be performed.

Manufacturer narrative:
Additional information received from the (B)(6) sales specialist on 15mar2017: the doctor comments that the patient is doing fine thanks to the information found as reference in the device's instructions for use.